Event description:
During evaluation of a returned multirate infusor, it was noted that the fill port was damaged. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) mfg date: this lot was manufactured from october 27, 2014 ¿ october 28, 2014. The device was received for evaluation. During visual inspection, the fill port was observed to be damaged. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.